Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion/eri. It was noted that the battery longevity was short of what was stated in device labeling and thus warranty has been requested.